Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insufflation with the high flow insufflation unit was not possible. The tube clogged indicator light was on. The tube was replaced, but this did not improve the situation. The tube was then removed, and it was confirmed that air was being sent from the machine. The cylinder was also changed, but this still did not resolve the issue. When the tower was replaced and air was sent through it, the unit began to inflate properly. The unit worked without any problems during the first case in the morning but failed during the second case. A preoperative check had not been performed. The issue occurred during an unspecified therapeutic procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and all inspection items passed and no abnormality was found. The issue could not be reproduced. Based on the results of the investigation, the presumed cause could not be determined. Factors that can be considered based on available information are the trocar or insufflation needle cock was closed/not fully opened. The filter was clogged or malfunctioning. If suction or smoke evacuation was performed, the suction tube was deformed, or the pinch valve was not properly attached. The root cause could not be specified. Olympus will continue to monitor field performance for this device.